Event description:
Allegedly neck was broken during a walk in the forest, high activity.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01954, 01956. This event occurred in (B)(6).